Event description:
The consumer and health care provider (hcp) reported that the patient experienced a gradual loss or change of therapy on (B)(6) 2016. The patient was having more fecal leakage and seepage problems than they thought they would. The patient was implanted for fecal incontinence and had fecal incontinence episodes twice. Over all the patient thought their symptoms had improved except for this return of symptoms. The patient didn't feel stimulation and the therapy was not on. The patient turned stimulation on, increased to 1.2v, and felt stimulation in the correct area. The patient would have an appointment with their hcp on (B)(6) 2016. The diagnostics performed related to the patient's fecal leakage was analysis of their device. No actions were required to resolve the fecal leakage. The cause of the fecal leakage was determined to be a one off episode and it was not significant. The fecal leakage had been resolved. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received on 2016-jul-21 from the healthcare provider (hcp) reported that an analysis of the implant was performed related to the fecal leakage, and that no interventions were required. It was stated that this was a "one off" episode that is insignificant, and that the fecal leakage issue has been resolved. Further additional information received on date of additional information from the patient noted that the "mechanism" under the skin didn't seem to be functioning properly, and that they had leakage almost every day. A manufacturer representative (rep) walked the patient through checking the implant and found the "monitor" was shut off. The device was turned back on and put up a "couple notches." The patient noted that it appears the device is working now, and there have been no problems since, with the issue being resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.